Event description:
A customer reported that the instrument veriti dx thermal cycler (catalogue no. 4452300) with serial no. (B)(4) was having a 'error - set point failure' message. No patient involvement reported.

Manufacturer narrative:
Device intended use: the applied biosystems veriti dx thermal cycler amplifies human nucleic acid samples for diagnostic applications. The veriti dx thermal cycler is to be used only by operators trained in laboratory techniques and procedures. Based on investigation conducted, the instrument gives an error once it reached 95 degrees c. It was tested with working controller pca and it worked. The repair was completed by replacing the controller pca. This is the initial and final report for this issue.